Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced a loss of therapy on the left side of her body. Diagnostic testing revealed multiple contacts with invalid impedance measurements. As a result, surgical intervention may be undertaken as the next course of action.